Event description:
Temple texas is going to complete a very early replacement of their canon cath lab (alphenix hybrid+) due to radiation dosage concerns. Compared to their philips cath lab they¿re finding the canon produces 3.5-4 times the amount of radiation, and they¿re concerned about patient and employee exposure. Manufacturer response for r/f systems: cardiovascular, canon (per site reporter). Canon has indicated that the device is operating within the design specifications; however the radiation dose appears to be 2-3 times that of other manufacturers.